Event description:
Mother called for daughter to report having elevated blood glucose levels (bg's) which lead to a trip to the emergency room. Customer's mother stated she placed a pod during the day and by the evening, her bg was in the 400's and the customer was vomiting. Customer delivered a 1u bolus with a syringe before leaving for the hospital. When the customer arrived at hospital her bg was 349 mg/dl, and customer was placed on IV fluids. A 1.5 unit bolus of insulin was pushed through with the IV fluids. Customer spent the night and by morning, her bg was 107 mg/dl at which time she was sent home. The pod was never removed once they got to the hospital. Because the bg had lowered slightly by the time they arrived at the ER and with the IV delivery of insulin they decided to leave the pod on. Mother noted the pod seemed to be working upon returning home as bgs remained normal without taking the pod off. Customer was not able to locate the pod, this happened with so, the pod could not be identified for return. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.